Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. Device communicated properly with the guardian link 3 and the test plug. During testing, after the warm-up was completed, the calibrate by alert followed by the calibrate now alert functions properly. The test blood glucose value of 13.3 mmol/l was used to calibrate the sensor. Device was able to enter into auto mode properly during testing. No auto mode anomaly or calibration anomaly noted. Device was monitored with no unexpected alerts or alarms noted during testing. No pump over heating anomaly, hot battery anomaly or motor error alarm noted. Device uploaded properly using carelink. Device had a scratched case and a pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding motor error alarm, cosmetic damage, broken belt clip and software assistance java anomaly with the insulin from the attorney of the family. The information was received on (B)(6) 2019. Insulin pump will be returned for analysis.